Manufacturer narrative:
Results: evaluation of the returned alarm did not confirm the reported issues; the sensor receptacle works as it should. However, when the nurse call cable is plugged into the nurse call receptacle and the cable is moved, the nurse call red led light toggles on and off. No physical damages to the nurse call receptacle which had a note on it stating bad connection. There are scuff marks on the battery door and there is a rattling sound from inside the alarm unit. The physical condition of the alarm indicates droppage which should contributed to the functional issue of the nurse call receptacle. The alarm has been in service for two years. (B)(4).

Event description:
Customer reported the sensor port is damaged. Customer reported the damage was discovered during set up and no pt incident or injury was reported.